Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, a pre-expansion tool was used and then 14fr dilator inserted in esheath. The physician properly used loader cap and delivery system (ds) (lot# 64181245) to advance 26mm sapien 3 ultra valve (sn (B)(4)). However; the physician had struggle advancing the ds. When visualized it appeared the valve was poking out of sheath just past 9.5cm stiff part of sheath and a strut of valve was bending back. The commander and valve was removed as a unit. The team was able to place a new 14fr esheath+ without using the expansion tool. A new ds and 26mm valve were prepped and the valve passed and deployed successfully. Good outcomes with valve deployment and no groin complications.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to sections d9, h3, and h.6 type of investigation and investigation findings. Section d9 was updated with the returned device date and section h3, device evaluated. The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. The returned device was visually inspected for any abnormalities. A grey plastic material was seen over crimped valve on outflow side and minor bent strut at inflow was observed. Post-expanded valve multiple struts exposed trough skirt was observed. Additionally, leaflets wrinkled, torn, and dehydrated was also observed due to storage condition. Imagery was provided from the site and revealed the patient's left access vessel had presence of minimal calcification. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for was confirmed based on the returned device evaluation. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "the physician had struggle advancing the ds. When visualized it appeared the valve was poking out of sheath just past 9.5cm stiff part of sheath and a strut of valve was bending back. The commander and valve was removed as a unit." Per the training manual, "insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion" and "in expectation of high friction, use short movements and push delivery system closer to sheath hub." Furthermore, the training manual instructs that "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." Per imagery review the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity in vasculature can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. So, if excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the valve frame damage. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force, excessive device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories. A product risk assessment (pra) and corrective action preventative action (CAPA) were previously initiated to investigate the cause and assess the risks associated with the reported event.